Manufacturer narrative:
Internal reference number: (B)(4). H3, h6 this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscal repair, the t1 of one (1) fast-fix curved was passed. The device was positioned for the second suture (t2) and when tension was applied, the thread came loose. Apparently, it was missing the peek, as it was not found in the joint. No peeks remained inside the patient, neither t1 nor t2 were observed. Additional anesthesia was not required as consequence of the surgical prolongation. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. The patient's status is stable. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. A partial suture was returned with one end cut. The outline of the t2 proximal fin can be seen molded into the retaining tube. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the work instructions found that the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Based on this investigation, the need for corrective action is not indicated.